Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube. Unable to perform failed battery tube test, self-test and displacement test due to blank display. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case on the display window corners.

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. Customer's blood glucose was 197 mg/dl at the time of the call. Troubleshooting found corrosion in the battery compartment of the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.